Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: during investigation, the pump was unresponsive with the returned battery cap, and a test battery cap. No auditory alarms, or vibratory alarms occurred, and the display remained blank upon battery insertion. The battery cap measured within specifications. The battery cap was unable to fully tighten to the pump. The battery compartment was cracked from the threads to the case seal. Evidence of moisture contamination was found inside the battery compartment. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture contamination. The pump was unresponsive due to moisture contamination. The intermittent power complaint was unable to be adequately investigated due to an unresponsive pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.